Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Leakage from the septum occurred during use; part of the sample can be returned; a returned photograph is available; a green claim is required; a complaint response letter and an acknowledgment of receipt are needed lot no.: 5058069, quantity: 5, quantity eligible for return: 2 lot no.: 5036315, quantity: 2, quantity eligible for return: 2 the complaint samples have been expressed, with a single number: (B)(4), of which 2 batch numbers: 5036315, are samples of the same batch, not complaint samples; 2 batch numbers: 5058069 is the complaint sample. Some of the departments have recorded videos and photos, as shown in the attachment.